Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device was received with the trigger broken (please review the attached pictures). Was this noted prior to packing the device for shipment? The device in question did not have a broken trigger when given to me. Analysis findings updated due to response received: the trigger damage was likely from transit and not from use or manufacturing process.

Manufacturer narrative:
(B)(4). Additional information regarding the device analysis : right handle has mark on pin hole, potentially as a result of the trigger breaking. Jaws could be cycled closed by moving the cam channel forward ¿ no restrictions observed . Clip could be fed by stroking the feedbar ¿ no restrictions observed . Metallic mark observed inside trigger post ¿ see picture .

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for the surgery? We were removing a 9 cm adrenal myelolipoma. It was all free. At the time, we clipped the adrenal vein the clip cut the vein before clipping it. In a previous case, we clipped lumbar arteries in a pheochromocytoma. Patient bleed 5 hours after surgery. In the re-op., I found the clip semi opened in the area of the bleeding. No much tissue was involved in both cases as we isolated the artery and veins. What was the shape of the clips that did not close properly (please see the attachment)? I cannot open the attachment from external pc but it was a normal shape as never closed or finger crossed shape. How many clips were fired? Of these clips, how many did not close properly? One clip didn't close and cut the vein causing us to tolbert to open surgery in previous case 2 out of 6 didn't close properly. Were there any clips that did close properly? Yes, as above. Was there a significant amount of tissue inside clips? No, please see first answer. Were there any clips placed on top of other clips? No, there weren't. Were there any clips placed near other clips? No, there weren't. Was there excessive pressure required to place the clips? No, there wasn't. When the surgeon states 'previous case', this was the case in which he used the clip applier. The patient bled post-op, and therefore they needed to re-operate, from an open perspective to sort out the bleeding vessel. There's one patient that was operated on. They used the clip applier and the patient, post-op had internal bleeding. They then had to re-operate, but they had to do this from an open perspective and not laparoscopic. The patient lost a significant amount of blood.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? What were the indications for the surgery? What was the shape of the clips that did not close properly? How many clips were fired? Of these clips, how many did not close properly? Were there any clips that did close properly? Was there a significant amount of tissue inside clips? Were there any clips placed on top of other clips? Were there any clips placed near other clips? Was there excessive pressure required to place the clips? Are there any intra-operative pictures of the clips available? How was the bleeding controlled?

Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the device was used to place clips across vessels. The clips didn¿t deploy in the usual manner (they didn¿t close properly), resulting in the vessel to bleed. The bleeding was sufficient enough that the surgeon was forced to convert the case from laparoscopic to open.

Manufacturer narrative:
(B)(4). Batch # p91n17. The analysis results found that the instrument er420 was received with the trigger broken. No functional test could be performed due to the condition on the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken and 6 clips were found inside clip track. Therefore, no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.